Event description:
It was reported that, "possible infection. Insert removed. Wash out. Ps inserted and cement spacer."

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the hosp and not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.